Event description:
In early 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra mini meter displayed the error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the following: he was celebrating the new year by partying and having a milkshake. He attempted to test his blood glucose and obtained an error 1 message(s) on the lfs meter. As a result of the issue, he took less food and/or drink. He denied having symptoms. He then went to the ER where a result of 335 was obtained on the ER meter at approximately 3:00 am four days prior. A health care professional treated the patient with 4 units of short acting insulin. The error 1 issue was not resolved with troubleshooting. The patient's products were replaced. This complaint is reported because the patient alleges he received the error 1 message on the lfs product and afterward, he went to the ER where he was treated with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.